Manufacturer narrative:
Customer's meter has been returned to the lab and complaint is not confirmed. All results were within the range specification and no errors during calibration were observed during control solution testing. There is not enough evidence to support the product malfunction contributed to the medical event.

Event description:
Customer reported not able to test her blood glucose due to an errc 6 message on their precision xtra monitor. Customer reported experiencing symptom of weakness, dizziness, tremor and "felt she may faint". Customer went to a health care clinic where she was diagnosed with severe hyperglycemia. The course of treatment at the clinic is unk. An investigation into the details of this event is in process.